Manufacturer narrative:
Additional information was added in h.3.,h.6. And h.11. A sample was not received at the manufacturing site for evaluation for the report of removed implanted trabecular stent due to sitting a bit corneal and high pressure; therefore, the condition of the product could not be verified. The reported product¿s lot number was not reported, preventing lot number specific reviews for similar complaints or nonconformances. However, before production release, each product history record is reviewed to ensure that all associated products meet the required specifications and release criteria. Based on the evaluation of the information and materials received, the investigation was unable to identify the root cause or origin of the reported event. As the root cause and its origin are inconclusive, further investigative or manufacturing actions are not warranted at this time. All trabecular stent delivery systems are 100% visually and functionally inspected prior to being released from the manufacturing facility. Receipt of additional relevant information or supporting materials will prompt a re-evaluation of the complaint investigation. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported that following an glaucoma stent implantation procedure, stent malposition was observed after four months and the patient experienced increase in intraocular pressure. The stent was removed and replaced with other company product. Additional information was requested.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).